Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated threshold measurements. The rv outputs were increased, then the patient experienced diaphragmatic stimulation. The impedance measurements also decreased from implant, but were not out of range. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.